Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt and one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. At 15:24:10, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 15:26:27, the patient received the appropriate treatment from the lifevest. The patients rhythm at the time of the treatment was vt at 160 bpm. The patient's post-shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. Vt/vf was seen from approximately 15:26:48 to 15:48:21 on (B)(6) 2022. Varying amplitudes, CPR/motion artifact, and hr not in detection sequence long enough prevented the lifevest from treating the patient vt was seen again from 15:56:00 until the electrode belt was disconnected at 15:57:10 on (B)(6) 2022. CPR/electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt and one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. At 15:24:10, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 15:26:27, the patient received the appropriate treatment from the lifevest. The patients rhythm at the time of the treatment was vt at 160 bpm. The patient's post-shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. Vt/vf was seen from approximately 15:26:48 to 15:48:21 on 7/26/2022. Varying amplitudes, CPR/motion artifact, and hr not in detection sequence long enough prevented the lifevest from treating the patient vt was seen again from 15:56:00 until the electrode belt was disconnected at 15:57:10 on 7/26/2022. CPR/electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.